Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: the customer reported lot h20j24017; however, this is currently not recognized as a valid lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of low recirculation homechoice cassettes had the tubing disconnect from the connector of the patient line. This occurred during peritoneal dialysis therapy. It was further reported that once the machine was primed and initial drain started, "the tubing breaks apart". There was no report of patient injury or medical intervention associated with this event. No additional information is available.